Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of that the insulin pump alarmed motion sensor test failure. Customer's blood glucose was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to a critical pump error. The pump was received with a fading serial number label. The pump was received with minor scratches on the display window and case. The pump was received with a cracked case on the back at the battery tube area and battery tube threads.